Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the unit just stopped and wouldn't take a charge. The patient repeatedly tried to charge, but they got weird messages and it wouldn't respond. The issue was not resolved. The patient said the hcp did not respond to an appointment request. The patient said now they have two dead devices. No further complications were reported.

Event description:
Additional information was received from the patient. It was reported that the patient had problems with the device not charging to begin with. A new cable was sent and the device worked for 1 week, but then it never charged again. The patient said they want another never charge device or none at all. The patient said she had two dead devices inside her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that her rechargeable ins died only two months after it was implanted. The patient was currently in discussion with her healthcare provider (hcp) about replacement. No further complications were reported.